Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, left proximal humerus. It was reported that a drill bit bound up in the 2.5 drill guide and got stuck. When trying to remove the bit, approximately 60mm broke off in the guide. Procedure was completed free-handed, with a surgical delay of approximately 2 minutes reported. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Event description:
Primary procedure, left proximal humerus. It was reported that a drill bit bound up in the 2.5 drill guide and got stuck. When trying to remove the bit, approximately 60mm broke off in the guide. Procedure was completed free-handed, with a surgical delay of approximately 2 minutes reported. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The reported event that drill guide ø2.5mm, non-locking was alleged of 'component/device stuck' could not be confirmed, since the returned device is conforming to specifications and fully functional and the mentioned drill bit 700347 was not returned for investigation. No failure was detected. More detailed information about the complaint event as well as the affected device (drill bit) must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. A sample drill bit was pushed into the cannulation of the drill guide without any problems at all. So the drill guide is fully functional. Unfortunately the mentioned drill bit 700347 was not returned for investigation. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.